Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in the clinic, high thresholds were observed. There were no adverse effects as threshold was always maintained with a safety margin. On (B)(6) 2016, the lead was capped and replaced due to a capture anomaly. Patient was stable before during and after the procedure.